Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6) .

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that moisture ingress was located in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07-nov-2017 with the following findings: during investigation, no moisture was observed in the battery compartment. The original complaint of moisture ingress in the battery compartment could not be duplicated. Unrelated to the original complaint, moisture was observed under the display lens. The pump was powered on and the display was found to be blank. A leak test was performed and a leak was identified at a crack in the pump casing between the case seal and keypad. The pump cover was opened and moisture was found on the continuous glucose monitoring board and printed circuit board. A test display screen was installed and found to be fully functional.